Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 55 mg/dl and the customer was admitted to the hospital. Intravenous "sugar solution" was administered. Low bg was resolved and there was no permanent damage. At the time of the report, customer had not yet been discharged. Customer alleged pump over delivered insulin and was cause of event. Customer declined tandem technical support's offer to review the pump history or pump data. Upon follow up, customer reported that the issue was "figured out" and was no longer experiencing any issues. Customer provided no additional information.